Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 2.5, lab: 2.2. Target therapeutic range is 2.5-3.5.